Event description:
Consumer called to report erratic meter readings. Analysis run on consensus error grid using mean reading (210) as ref. Point vs. Bd readings (400, 20) yielded data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.